Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for devices used? Confirm, devices are not available to be returned for analysis?

Event description:
It was reported in a journal article that patients were involved in a randomized controlled trial comparing suture to staple skin closer after a cesarean delivery between 2010 and 2012. Of the patients that were closed with suture, some experienced wound complications, predefined as a composite of infection, hematoma, seroma, separation of 1 cm or longer, or readmission for wound complications. Additional information was requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: phone call from author noting that the issues were due to patient factors and no specific deficiencies were noted with the sutures that were used. Email received from author: at the time of the study we did not feel that these complications were related to deficiencies in the device and therefore did not report them as such. We are aware that surgery is associated with complications and that patient factors are associated with complications and that is what we attributed our findings to.